Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/delivery, excessive no delivery test, occlusion test, self-test, and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube window, and minor scratches on display window noted.

Event description:
Customer reported via phone call to have been in a vehicular accident due to low blood glucose. As a result, customer's insulin pump was damaged. Customer's blood glucose was 46 mg/dl, which was treated with food. Customer reported that reservoir compartment had missing pieces. Customer declined troubleshooting for low blood glucose. Customer was advised that insulin pump would need to be replaced.